Manufacturer narrative:
There was no patient impact or consequence. Baylis medical company inc. Has decided to report this event due to the procedural delay that occurred. DHR review was completed for the lot in question and the device fulfilled all requirements prior to release.

Event description:
A 20-minute procedural delay was reported in a case where the versacross rf wire caused an error code in the baylis radiofrequency perforation generator. The error code persisted after using another generator. The issue was resolved when another versacross rf wire was used for the procedure. While there was no patient injury reported, baylis medical company inc. Has decided to report this event due to the procedural delay.